Event description:
It was reported there was dual electrograms found on the remote pacemaker transmission. It was further noted the atrial lead was programmed off due to suspected stimulation of the his bundled. The device remains in use and the atrial lead remains implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.